Event description:
A malfunction was reported with a code displayed as malf 16, but no notable events occurred prior to the issue. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, so there was no reported impact. As a corrective action, the customer switched to using mdi as a backup therapy to maintain insulin delivery. Technical support confirmed the shipping address and instructed the customer to put the malfunctioning pump into storage mode and return it within ten days using a pre-paid label.